Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. There was no evidence of call service alarm 162 (no delivery, no prime) in the black box. During actual testing, the rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration check was performed and noted within specification. In addition, the pump was exercised for 24 hours with no loss of prime occurrences.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.